Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information from this physician that immediately post-implant of this bioprosthetic aortic valve, this product was explanted and replaced with another bioprosthetic valve due to elevated gradients. The physician also reported there was no discernible abnormality of the valve itself. An alternate device was implanted, and the gradient significantly improved after the patient was removed from bypass. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.